Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range shock impedance measurements were noted when it comes to this right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD). A review by boston scientific technical services (ts) noted a gradual rise in shock values which looked like physiologic/calcification type rise. Presenting electrocardiograms showed one non sustained ventricular tachycardia (vt) and noise related to a non-device procedure. No adverse patient effects were reported. This system remains implanted.